Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, a pod failed to activate due to a communication issue with the pod. Blood glucose levels were reported to be 511 mg/dl. The patient noted that she did not have a backup insulin pen available at the time of the pod failure. Due to high blood glucose levels, the patient went to the emergency room. Reported symptoms included difficulty concentrating, confusion and heart palpitations. Hospital treatment consisted of fluid and insulin administration, and the patient was discharged the same day.